Event description:
The pt stated that her infusion device was beeping with "3.00" and "77" displayed on the screen. She stated that she was using a recalled power pack which had been in use for 2 months. The pt was advised to discard all recalled power packs and to only used corrected power packs. The pt was advised to insert a corrected power pack and the infusion device operated properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.